Manufacturer narrative:
This report is being submitted to relay additional information, corrected data and device evaluation. Correction: customer inadvertently sent the wrong device to the manufacturer. They do not know where the complaint product is. The following sections are being reported: h6: type of investigation code were added: 3331 and 4114. DHR review was completed for the subject lot number (1251379). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record, (B)(4), was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and 1 other relevant complaint was identified. Investigation has identified that the most likely probable causes are related to medical conditions/patient habits and surgical technique. As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant on tooth site #28 was removed due to peri-implantitis.